Event description:
Reporter noted pt was taken to o.r. Detached retina; anesthetized. Vitrectomy could not be performed because system malfunctioned. Case was rescheduled for next day. Found nitrogen connector was not fully seated, causing malfunction. Connector was replaced.